Event description:
It was reported that a em2400 valve set was leaking air into the set from an unspecified location. The air leak was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: dba providence specialty pharm svcs 6410 ne halsey st ste 400 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 8, 2021 - november 9, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.